Event description:
Consumer reports very high readings in the evening and a "hi" reading in the morning. Needed to call paramedics/emt for assistance and verfication of high reading. Actual reading on emt meter was 48.